Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video system center to the service center for a separate issue. During the device analysis the service repair technician, indicates that the power supply has impact damage to left side and the picture in picture connecter and the universal serial bus connecter both have impact damage was found. There was no patient involvement.